Manufacturer narrative:
Sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure during the implantation of the lens, after the lens was positioned at the tip and ready for implantation. When the doctor pressed the lever, the plunger started moving continuously, not responding to the fact that the doctor removed his finger from the lever. No harm was done to the patient, but the doctor was scared.